Event description:
It was reported that the patient fell and presented to the emergency room with a possible overdose. It was believed that the pump may have been at too high of a flow rate. The concentration and daily dose of baclofen being administered via the pump were not reported.